Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mhk701 number, and no non-conformances were identified. Additional investigation summary: it was received for analysis a paper lid and a needle/suture piece of product code w6987, lot mhk701. This product code is double armed. During the visual inspection of the sample (needle/suture piece), the swage and attachment area were noted to be as expected. Also, the suture piece present body fluids and was damaged(cut). The other section of the suture was not returned for analysis and due to the condition of the sample the functional test cannot be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of breakage suture suggests an improper handling.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mhk701 number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent mitral valve replacement procedure on an unknown date and suture was used. During the procedure, the suture broke from the suture strand. The procedure was completed successfully with another set of sutures. There were no adverse patient consequences reported.